Manufacturer narrative:
Update h7. Updated conclusion codes.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the patient underwent an emergent endovascular procedure with gore® excluder® aaa endoprostheses to treat a rupture of an abdominal aortic aneurysm. It was reported that the trunk-ipsilateral leg component was successfully deployed and while the catheter was being retracted through a gore® dryseal flex sheath, the olive tip came off the catheter at the valve of the sheath and remained inside the sheath. The physician removed the sheath from the patient along with the detached olive. The procedure concluded with no further sequela and no serious injury to the patient. The patient tolerated the procedure. There was no reported anatomical issue which might have contributed to the olive detachment and the cause of the olive detachment was reportedly unknown by the physician.

Manufacturer narrative:
H6 conclusion code 1: 4315: the device analysis was performed using a picture as no device was returned to gore. The evaluation of the image determined that the leading olive was detached from the delivery catheter tip. Based on the provided images, and without a physical sample to evaluate, the physician¿s observation that while the catheter was being retracted through a gore® dryseal flex sheath, the olive tip came off the catheter, was confirmed.